Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient became hypotensive and oliguric the morning of (B)(6) 2024. They had a centrimag blood pump implanted into the right heart as a right ventricular assist device (rvad). It was noted that this was after a highly successful implantation, on (B)(6) 2024, with excellent post-implantation outcome where the primary operator visited them at 19:00 on and they were stable. Their condition did not improve over the following days after rvad implant, and it was noted to worsen with mult-system organ failure. The patient passed away on (B)(6) 2024 due to the multi-system organ failure. The outcome was not considered device or therapy related and the pump functioned properly. An autopsy was not performed and the device was not explanted. Related manufacturer reference number: 2916596-2024-01767 (centrimag blood pump).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Multiple organ dysfunctions/failures and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.